Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and ccr 23147 was reported for autopulse with serial number (B)(4) for the same fault on (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and found the front enclosure and battery lock were damaged. The autopulse platform is a reusable device and was manufactured on 08/28/2014. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) message on (B)(6) 2016. The last power-up date shown on the platform was (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Additionally, further testing showed that load cell module 2 was defective. An in-house test load cell was installed in the autopulse and ran the platform using a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 40 minutes; no fault found. The clutch plate was also sticky and therefore, was deburred. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. The platform passed all final functional testing criteria after rotating the drive shaft back to "home" position and replacing the load cell module 2. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported during patient use, the autopulse platform (s/n (B)(4)) stopped compression and displayed user advisory (ua) 45 (not at home position after power on/re-start). The patient was removed from the autopulse platform and manual CPR was performed. Follow-up attempts were made to obtain additional information regarding the event and the patient's status; however, were unsuccessful.